Event description:
The customer reported being in the emergency room due to high blood glucose. The customer was vomiting and feeling sick before her admission. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, and bolus wizard settings were correct, but she was unsure if the basal rates were correct. Reviewed the alarm history and found several low reservoir and a no deliver alarms. The high pressure test was performed and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.